Event description:
It is reported that during transportation of a patient the head end of the device dropped down. The patient claimed of pain in the back and received radiologic treatment.

Manufacturer narrative:
The technician was unable to duplicate the alleged issue of the cot dropping unexpectedly. No defects were found with the cot.

Event description:
It is reported that during transportation of a patient the head end of the device dropped down. The patient claimed of pain in the back and received radiologic treatment.